Manufacturer narrative:
(B)(4). Evaluation: the device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of the occlusion alarm was confirmed as a downstream occlusion alarm. The root cause of the reported condition was due to a safety slide clamp being out of calibration. To resolve the issue the safety slide clamp was recalibrated by adding an additional shim to the door. If any additional relevant information is received, a follow up MDR will be sent. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a flogard infusion pump had an occlusion alarm. It is unknown if a patient was involved at the time of the alarm. There was no patient involvement. Additional information was requested and is not available.